Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the catheter got torn only by pulling it with a little force while md was trying to suture the catheter to the patient. The catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). The customer returned a two-lumen catheter from an ask-17702-kr kit for evaluation. The catheter body was separated right below the hub. The separation surfaces were viewed under a microscope and found to be uniform, indicating the separation was caused by contact with a sharp object. It was found that 216 mm of the catheter body was returned. Based on the product drawing it is assumed the entire body was returned. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product warns not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension lines to reduce the risk of cutting or damaging the catheter. The customer reported issue of the catheter body becoming separated was confirmed during the sample investigation. A visual inspection was performed and it was determined that the separation was caused by the catheter coming into contact with a sharp object. The probable cause of this issue is operational context. No further action shall be taken at this time.

Event description:
It was reported that the catheter got torn only by pulling it with a little force while md was trying to suture the catheter to the patient. The catheter was replaced by a new one.